Event description:
Oii was notified in 2002 that the patient was seen by ophthalmologist in 1999. Patient complained of deteriorating vision and an enlarged pupil. In 2000 the patient was seen by another physician in that office and was told their eye damage is permanent and further surgery was dangerous because lens was embedded into place.